Event description:
A literature review identified the article, öztürk t, gedikbas, m, erpala f, asçI m. Routine transposition or in situ decompression? Rethinking ulnar nerve strategy in distal humerus fractures. Journal of clinical medicine. 2025 oct;14(20):7233. Doi: 10.3390/jcm14207233. Pmid: 41156103; pmcid: pmc12565325. In this retrospective study, patients with distal humerus intra-articular fracture were treated with open reduction and internal fixation (orif). This study reviewed the incidence of postoperative ulnar neuropathy in patients who underwent either anterior transposition or in situ decompression of the ulnar nerve during orif. Patients were treated between 2018 to 2022. All 68 patients were treated with the acumed anatomical distal humerus plates with a plate configuration of 90° (n=8) or 180° (n=60). Furthermore, 56 patients also had an olecranon osteotomy using tension bands with a cannulated screw or kirschner wires from depuy synthes. The mean age was 46.3 years (20-77 years). The mean follow-up was 53 months (36-76 months), and the mean time from trauma to surgery was 1.63 (0-4 days). The patients were assessed for postoperative ulnar neuropathy using a modified mcgowan classification and for radiographic outcomes. For all patients, ulnar neuropathy developed in 21 patients. Six (6) patients required ulnar nerve release due to persistent neuropathy that did not show signs of clinical improvement. Patients who underwent anterior transposition had a significantly higher rate of neuropathy than in situ decompression (57.1% vs. 24.0%, p= 0.012). In addition, patients who had an olecranon osteotomy (p= 0.042) or with parallel plate configuration (p= 0.037) for the distal humerus fracture also had an increased risk of neuropathy. In contrast, patients with pre-existing ulnar neuropathy had a more favourable recovery with anterior transposition. Other complications for the treated patients included nonunion (4 patients), infection (3 patients), and elbow stiffness (5 patients). An additional five (5) patients needed hardware removal. Two (2) patients had nonunion for their olecranon osteotomy that were treated with autogenous bone grafts from the iliac crest. After the bone graft one (1) patient had a superficial infection that resolved with irrigation and debridement. The authors concluded that tailoring surgical approaches for distal humerus intra-articular fractures is more beneficial than using routine anterior transposition. Instead, in situ decompression in asymptomatic patients works well, while anterior transposition is more beneficial in patients with pre-existing ulnar neuropathy. However, this study is limited to its retrospective nature, small patient volumes, and methods for assessing ulnar neuropathy.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (44 total for this article): note, this MDR is included in the list below. 3025141-2025-00654, 3025141-2025-00655, 3025141-2025-00656, 3025141-2025-00657, 3025141-2025-00658, 3025141-2025-00659, 3025141-2025-00660, 3025141-2025-00661, 3025141-2025-00662, 3025141-2025-00663, 3025141-2025-00664, 3025141-2025-00665, 3025141-2025-00666, 3025141-2025-00667, 3025141-2025-00668, 3025141-2025-00669, 3025141-2025-00670, 3025141-2025-00672, 3025141-2025-00673, 3025141-2025-00674, 3025141-2025-00675, 3025141-2025-00676, 3025141-2025-00677, 3025141-2025-00678, 3025141-2025-00679, 3025141-2025-00680, 3025141-2025-00681, 3025141-2025-00682, 3025141-2025-00683, 3025141-2025-00684, 3025141-2025-00685, 3025141-2025-00686, 3025141-2025-00687, 3025141-2025-00688, 3025141-2025-00689, 3025141-2025-00690, 3025141-2025-00691, 3025141-2025-00692, 3025141-2025-00693, 3025141-2025-00694, 3025141-2025-00695, 3025141-2025-00696, 3025141-2025-00697.